Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, the suture broke while advancing the knot with the suture trimmer. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The product was returned missing components necessary for testing the reported issue. The reported material separation cannot be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally a review of the complaint handling system was performed and found no indication of a product quality issue. Based on observations from the returned device analysis, the cause of the reported difficulties cannot be determined. In this case, it is possible a suture snag occurred during deployment of the suture, or excess suture tensioning, or pushing more that tensioning of the rail limb occurred during knot advancement; however, these cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.